Event description:
The surgeon was cutting a 2.0 plate using the in-situ cutters and the blade broke off. They were able to finish the case using a heavier cutter.

Manufacturer narrative:
Investigation in progress but not yet complete.